Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated that she could not get up and called her daughter because she was unable to move. The cgm value was 138 mg/dl and the bg finger stick was 57 mg/dl. The patient was sweating and her daughter gave her coke to drink when she began to lose consciousness. Emergency medical services (ems) was called when the bg remained low and she was taken to the hospital by paramedics. She was treated in the emergency department with glucagon and remained there for 12 hours. After the event she returned home and was weak and tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.